Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow keypad button was intermittently unresponsive and required several presses to elicit a response. The patient stated that the keypad rubber was intact and there was no trauma to the pump. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Device evaluation (B)(4) 2012 follow-up #1: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: all keys were tested and were responsive. Keypads were intact. Removed keypad to check for contamination which was found under up/down/contrast key contacts. Additionally, the paint on the pump is peeling.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.